Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the stimulation on/off button on their controller had been broken and then for the past month or so, the pt had a harder and harder time getting the recharger antenna (rtm) to charge the implanted neurostimulator(ins). The patient (pt) said they had "done all they can do" including resetting the controller, but the steps the pt had taken did not resolve the issue. Pt made a manufacturer representative (rep) aware of the issue about 2 weeks ago. Pt mentioned they kept tying to get the rtm connected to the ins for 5 hours straight, but could not get their ins to charge. Pt kept seeing the "checking the recharger" screen, but the controller would not advance. Pt said when they had spoken to their rep, the rep said "there had been some issues with the old style rtms because of a kink in the wire" and mentioned "one of the pt's rep was dealing with had an issue with an rtm" but rep did not disclose any pt names or specific details. Pt thought the rtm should be replaced because they had "an old style rtm." During the call, the pt attempted to initiate a charging session of the ins, but controller would not advance past "checking the recharger." Patient services specialist (pss) reviewed that the issue could be caused by a port issue in the controller and suggested the controller be replaced because the controller was clearly broken due to the issue with the stimulation on/off button. A replacement controller was sent out. No symptoms were reported. Additional information was received, it was reported they got the replacement controller, but the recharger antenna (rtm) cord got hot on the cord at the "connection site". Pt said they think some of the wires are pulled loose on the inside of the cord. Pt said the same issues they were having with the previous controller had persisted with the replacement controller they had received. An email was sent to the repair department to replace the rtm. The replacement controller and a battery pack with no known complaints were returned together.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger telemetry module (rtm) failure; poor recharge quality error. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.